Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 03/2021. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on and displaying an error code of " AED error or warning; battery replace now warning". Customer stated that he replaced the battery pack and the 9v battery however, the battery pack expired on 31 mar 2021. They reported that this did not occur during patient use.